Manufacturer narrative:
The events of "infection (early onset)" and "drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection (early onset), drainage.

Event description:
Healthcare professional reported during the 10th annual meeting of the japanese society of breast oncoplastic surgery "complications included postoperative hematoma in 1 case","postoperative infection in 2 cases", and ", 27 cases of postoperative exudate retention were observed, and fine-needle aspiration was performed on an outpatient basis under ultrasound guidance. In 9 patients with recurrent exudate retention after puncture, intracapsular steroid injection was performed and all recovered". Affected side unknown. Device remains implanted